Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that "pt had extremely squeaky ceramic hip. Liner and head were replaced with x3 poly liner and v40 lfit metal head."